Event description:
It was reported that after eating cereal and announcing the meal, the user¿s blood glucose increased from 115 mg/dl to 241 mg/dl on an ilet system, then began trending down while on the call, and the user was advised to monitor closely. Symptoms included high blood glucose. Outcomes included no injury, no hospitalization, and no third-party medical assistance. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the event involved hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.